Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Additional information was requested and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure. The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications product code and lot # date - time of onset of cellulitis and fecal incontinence from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to the surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Was the procedure associated with this event open or laparoscopic? If applicable in what tissue layer was the mesh placed? (Onlay, retro-muscular, extra peritoneal or intra-abdominal) if applicable, closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? If applicable, what was the mesh fixation technique: device and technique? (Single or double crown; spacing between implants) were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? E.g. Graspers crimping the mesh fibers was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Additional information provided: medical history includes: uterovaginal prolapse ¿ 1999; hypertension ¿ 2009, hyperlipidemia ¿ 2009, sepsis ¿ 2003, relevant past surgical procedures, hernia repair ¿ 2007, c-section ¿ 1999, non-smoker female is of white race, not hispanic/latino ethnicity concomitant procedures performed include hysterectomy, myomectomy, oophorectomy patient rarely feels pain during sexual intercourse patient¿s post-operative condition is very much better now compared to how it was before the surgery. Patient somewhat experiences a feeling of incomplete bladder emptying. Patient feels that the bowels have not completely emptied at the end of a bowel movement quite a bit. The patient usually loses stool beyond control if the stool is loose. The patient usually loses gas from the rectum beyond control. The patient experiences a strong sense of urgency and has to rush to the bathroom to have a bowel movement quite a bit. The patient moderately experiences frequent urination. The patient moderately experiences urine leakage associated with a feeling of urgency, that is, a strong sensation of needing to go to the bathroom. The patient moderately experiences small amounts of urine leakage (that is, drops). The patient started taking 200 mg diflucan for the cellulitis on (B)(6) 2009 and ended it on (B)(6) 2009. The patient experience acute hematuria and uti on (B)(6) 2016. Associated events associated reported via mw #2210968-2022-00840,

Event description:
It was reported that a patient underwent a sacrocolpopexy procedure on (B)(6) 2009 and the mesh was implanted. It was reported that the patient experienced acute hematuria and uti on (B)(6) 2016. Additional information was requested.